Event description:
This complaint was submitted by (B)(6) after a literature review of "gluteal and posterior thigh pain in the postoperative period and the need for intervention after sacrospinous ligament colpopexy" by authors cecile a. Unger md, mph and mark d. Walters md. The article was published in female pelvic medicine and reconstructive surgery, july/august 2014- volume 20 issue 4- p 208-211. Summary of article: two hundred forty-two subjects underwent ssl colpopexy with the capio device for vaginal apex prolapse. One hundred thirty-four were found have immediate gluteal or posterior thigh pain and 36 were found to have persistent pain at 6 weeks. Five subjects required intervention: physical therapy (3), trigger point injection (1), both (1), and no patients required re-operation. Concomitant midurethral sling placement was associated with pain at 6 weeks. Need for intervention was associated with the number of sutures placed (2 or 3 vs 4; p=0.03). Concomitant hysterectomy and approach to ssl colpopexy were not associated with gluteal or posterior thigh pain.

Manufacturer narrative:
A device history report review (DHR) could not be conducted since the lot number was not provided. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due the lack of defective product is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause. The manufacturer will continue to monitor and trend related complaints.